Event description:
It was reported that during a percutaneous coronary intervention (pci), the tip of an intravascular ultrasound (ivus) detached. The lesion being treated was 75% stenosed with calcification and moderate tortuous in the rca. A bare metal stent was implanted by direct-stenting. The lesion was confirmed with ivus. As the physician was withdrawing the imaging catheter, resistance was encountered. The physician was able to remove the device from the patient using a push/pull technique. However, the radiopaque marker (tip) remained in the right ventricle branch of the right coronary artery (rca). The physician confirmed that the distal tip was missing from the guidewire exit port. Additionally, there were multiple kinks observed on the soft guidewire used with the ivus. The patient remained stable (no electrocardiogram change) and was transferred to another hospital, where the detached tip was successfully retrieved using a snare device. The patient status was reported as stable.